Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during a lap cholecystectomy procedure, the ballooning function would not work correctly.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. Visual inspection showed the valve seal, locking collar and balloon were intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.